Event description:
A caller reported a cartridge alarm 20 issue, indicating no significant impact on the customer's blood glucose level, which stayed under 500 mg/dl (27.7 mmol/l). To resolve the issue, tandem technical support decided to replace the pump and instructed the customer to use manual injections as backup therapy in the meantime. The customer was informed about receiving a replacement pump, the procedures for storing the faulty pump, and returning it to tandem using a pre-paid label within ten days. Additionally, the caller acknowledged the availability of training on the updated software through their tandem source account.